Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the following error occurred during bootup: "32-bit relocation outside of kernel system halted" rebooting the unit did not resolve the issue. There was no patient involvement. There was troubleshooting present. It was reported that the site loaded the "recover mode" per the "kd article" but the check showed no errors. Once it was complete, the system rebooted itself and returned to the "grub" menu. After picking "ubuntu" on that screen, it proceeded to a completely black screen with a blinking cursor on the top left corner, indicating a corrupt solid-state drive (ssd).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, serial/lot #: (B)(6). Product ID: 9736217r, serial/lot #: (B)(6). Product ID: 9736218, h3: the system was serviced in the field, and the solid-state drive (ssd) was replaced. Codes b01, c02, d02 are applicable to this analysis. D9, h2, h3: the hardware (9736218) was returned and analysis was performed. The ssd was tested and failed to bootup. The ssd initially loaded to gnu grub menu and gave options to bootup in recovery mode. Both recovery mode and standard bootup failed. The analyst was unable to pull logs due to it not being able to boot. Codes b01, c10, d02 are applicable to this analysis. The hardware (9736217r) was returned and analysis was performed. The computer booted normally to the stealth admin and home screen with a known good ssd. Touch screen functioned normally without failure. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.